Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. There was no reported impact to customer's blood glucose level. Customer changed the pump supplies and received an accurate fill estimate.